Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.